Event description:
On (B)(6) 2026, fujifilm healthcare americas corporation became aware of an event involving sys/mr/echelon xl 1.5t. Patient complained of heating after a knee study using the multipurpose coils. The patient was in for a knee study and was scanned using the multipurpose coils. The patient had screws in their knee. During the scan, the patient remarked that they were getting very warm but was advised that they should continue to complete the scan. After the study, the patient's leg was sweaty, but there was no evidence of redness. The study was performed on (B)(6) 2026 and the patient called back later to report concerns about aftereffects from the procedure stating that they might develop a burn. There has been no other reports of patient heating or problems with the multipurpose coils. When checked the prescan data for the study, all data were normal. Uploaded the study and collected protocol settings for applications review. Fujifilm healthcare americas corporation is reporting this event in abundance of caution, due to unknown confirmed patient status. Ref fujifilm healthcare americas corporation complaint # (B)(4).